Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A lead revision procedure was performed, this rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A lead revision procedure was performed, this rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.